Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal band variceal ligation (evl) procedure performed in the esophagus on (B)(6) 2020. According to the complainant, prior to the procedure, it was noted that the trip wire was detached and the device could not be used. The procedure was completed with another speedband superview super 7device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2907 captures the reportable event of tripwire detached. Block h10: investigation results. The returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the handle assembly was returned while the ligator head was not returned with the device. The tripwire was partially rolled in the handle assembly and it was secured in the handle slot. It was also noted that the trip wire was kinked in several locations at the proximal section. Additionally, the trip wire was broken. The suture was broken with one section was attached to the trip wire loop. The velcro strap was also broken. The broken ends were inspected under high magnification, and the broken section had an irregular shape. No damage observed to the handle assembly and no other issues with the device were noted. The suture was likely cut to separate the device from the scope, and trip wire was kinked at the proximal section due to the initial set up or securing the trip wire in the handle slot. It is most likely that user technique to fasten the device to the scope and force applied to the velcro strap to secure the handle assembly to the scope could have broken the component. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal band variceal ligation (evl) procedure performed in the esophagus on (B)(6) 2020. According to the complainant, prior to the procedure, it was noted that the trip wire was detached and the device could not be used. The procedure was completed with another speedband superview super 7device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.